Event description:
Customer reported receiving a motor error alarm on the insulin pump during bolus. Customer stated that she noticed that the needle was bent. Blood glucose level was 445 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm noted during bolus/basal delivery. The motor was tested outside the device and passed. The device had minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.